Event description:
It was reported that the catheter appeared to have an open circuit.

Manufacturer narrative:
One 5f pacel bipolar catheter was received for evaluation. The catheter wasn't damaged from shipping. There were no visual anomalies noted. The length from the tip electrode to the marked connector was within specification. The length from the leg wire assembly to the marked connector was within specification. The catheter was electronically inspected for open and short circuits, as well as correct resistance values. The ring circuit to the (unmarked) pin had a resistance value that was out of specification. The tip electrode to the marked pin (distal) had an open circuit, the multimeter read out of limits. There was no evidence of a short within the catheter. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Internal corrective actions were implemented to modify the spot weld tip electrode process to ensure wire integrity.